Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant. During the procedure, it was noticed that while deploying that both the left and right discs of the device deformed into mushroom formations. The device was removed and replaced with 25mm x 18mm amplatzer talisman occluder to resolve the event. There were no adverse consequences and the patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant. During the procedure, it was noticed that while deploying that both the left and right discs of the device deformed into mushroom formations. The device was removed and replaced with 25mm x 18mm amplatzer talisman occluder to resolve the event. There were no adverse consequences and the patient is stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.